Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the patient's pacemaker exhibited noise. No intervention was performed. There were no patient consequences.